Event description:
The machine was alarming with veriflow error message on the screen. Foam still has suction, but veriflow component is not functioning and instilling saline in wound. The machine was turned off and restarted. The error message returned. The machine, canister, and veriflow cassette was switched out. The dressing was changed. With wound assessment, noted increased undermining from 12 o'clock to 6 o'clock in wound bed. The machines history was checked. There was no history recorded for approximately forty-six hours when machine was discontinued.